Event description:
It was reported that during a follow up, a loss of capture on the left ventricular lead was observed. Fluoroscopic examination found that the lead was dislodged. The lead was explanted. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).